Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, the stent was placed for a malignant stricture in the common bile duct. There were no complications reported during placement, and the stent was fully expanded. Approximately 72 hours after stent placement, the stent migrated into the transverse colon. The migration was possibly due to a stone above the stent forcing the stent out of the bile duct. The stent was not removed, and the complainant reported that they are hoping it will pass through the rectum. There are no plans to remove the migrated stent. Another stent was placed to cover the stricture, and no further medical intervention has been required for this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.